Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during a post op check the lead was observed to be dislodged. The lead was explanted when repositioning was not successful due to the helix not retracting. The patient was asymptomatic and stable before, during, and after the procedure.